Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse verified the cleaning valves, aspirate and wash system, and ring movement (lubrication and calibration). The cse found a loose tube, which did not allow aspiration needles 1 and 2 to be washed on the outside. The cse corrected this. After corrections, samples were repeated and were within the expected clinical range. The cse found that the customer was not performing daily cleaning since early june. The cse revisited the site and replaced a tube pin and auxiliary probes. The customer started to perform daily maintenance. The cause of the discordant, falsely elevated cancer antigen 19-9 results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cancer antigen 19-9 (ca 19-9) results were obtained on two patients' samples on an advia centaur xp instrument. Sample ID (B)(4) initially resulted greater than the assay range, then diluted (1:10) and repeated. The diluted sample resulted as "over diluted". The customer then repeated the sample with a higher dilution (1:100 dilution), and reported out to the physician(s). The customer repeated the same sample multiple times on a later date on the same instrument resulting within the expected clinical range. The same patient with a new sample (sample ID (B)(4)) was tested on the same advia centaur xp instrument. The initial result was lower than the previous initial result and was questioned by the physician(s). The repeat, from the same instrument, resulted higher. The customer repeated for a third time on the same instrument and resulted lower. The customer repeated the sample again multiple times on a later date on the same instrument within the expected clinical range. Corrected reports were issued. A second patient (sample ID (B)(4)) was tested on the same instrument. The sample was retested multiple times on the same instrument. The second result was higher than the other three tests. The customer repeated the same sample (sample ID (B)(4)), on the same instrument, after service visited the site and resulted similar to the lower results. None of the results for sample ID (B)(4) were released to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cancer antigen 19-9 results.